Event description:
In 2008 at 12:12 pm, a lay user/patient contacted lifescan (lfs) alleging that an onetouch ultra meter had an er4 and er5 message. The medical affairs specialist (mas) was able to contact the patient to obtain additional information. The patient normally tests his blood glucose twice a day: once at around 7:30 am before having breakfast and again at around 6:30 before having dinner. He also takes 850 mg of metformin twice a day to manage his diabetes. On the same day at around 9 am, the patient reportedly received an er4 (which was resolved with troubleshooting) and er5 message on the subject meter. The patient does not have a backup meter to test his blood sugar with. As a result of the alleged meter issue, the patient reportedly did not take any actions towards her diabetes management. Sometime after the alleged meter issue began and after having breakfast and taking his usual diabetes medication, the patient claimed he developed symptoms of "dizzy, headache and blurred vision" but reportedly did not seek medical intervention or received any treatment. When the mas asked whether the reported symptoms were typical of high/low blood glucose, the patient mentioned "it was somewhat high." He reportedly rested and took some tylenol before contacting lfs csr at noon. When the mas spoke with the patient on four days later, the patient mentioned that he went to the emergency room for other health-related reasons and blood glucose of "106 mg/dl" was reportedly obtained on the healthcare professional's meter. He claimed that this reading was "normal" for him. During troubleshooting, it was verified that this was not a new out of box product. When a retest was performed the er4 message was resolved; however the meter still had an er5 message. The patient's products have been replaced. This complaint is being reported due to the following conclusions: the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.